Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a biliary lithotomy on (B)(6), 2013.according to the complainant, during the procedure while using a wire stone basket over the guidewire to remove stones, the tip of the guidewire detached into the bile duct. The detached piece was swept into the patient's duodenum by a balloon catheter. The procedure was completed with a second jagwire with no patient complications. The patient's condition has been described as stable.

Manufacturer narrative:
(B)(4):the device has not yet been returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a biliary lithotomy on (B)(6) 2013. According to the complainant, during the procedure while using a wire stone basket over the guidewire to remove stones, the tip of the guidewire detached into the bile duct. The detached piece was swept into the patient's duodenum by a balloon catheter. The procedure was completed with a second jagwire with no patient complications. The patient's condition has been described as stable.

Manufacturer narrative:
A visual examination of the returned device revealed that the distal pebax coating had detached, exposing the tip of the corewire. Presence of adhesive remnants was found indicating that the pebax was properly attached to the core wire. The ptfe jacket was found peeled, but the outer diameter of the guidewire was found to be within specifications and there was no corewire fracture. It is possible that due to anatomical/procedural factors encountered during the procedure, performance was limited and may have contributed to the failure. Therefore, operational context is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found. Similar complaint trend review revealed no other complaints have been reported for lot number 14470442. Labeling review was performed and no anomaly was found.